Event description:
The customer reported that moisture in the lens of the hd autoclavable camera head was noted. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, moisture on the charged coupled device was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the root cause of this phenomenon. However, we surmised that faulty ccd may have resulted from storing the device in a high humidity environment etc.. Olympus will continue to monitor field performance for this device.